Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-01-25. Investigation summary: one sample was returned for investigation. The customer¿s reported complaint of a pump infusing vancomycin too fast was not confirmed during a review of the logs or during testing of the source device. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that sec tubing drip rate was running fast. The following information was provided by the initial reporter: material no: 72213n, lot no. Unknown. It was reported the medication was hung as a secondary and it was noted the drip rate was running fast. Rn (B)(6) as a secondary and noted drip rate was running fast. Rn asked another rn to visualize and they both agreed that IV medication was started and hung correctly but drip rate was extremely fast (not 200ml/hr as ordered). IV medication stopped and patient's PICC was flushed easily. Possibly medication could have been back priming in to carrier fluid bag, but unable to be sure. What was the date and time of event? On (B)(6) 2020 @1250. What facility did this occur at? Pvh. Did this event occur during patient use? Yes. Are you able to provide serial numbers of the devices involved? Pcu sn#: (B)(6), lvp sn#: (B)(6). Are you able to send the devices in for investigation? Yes. Are you able to send the tubing involved for investigation? Yes. Medication involved: normal saline and vancomycin. Size of container: vancomycin 200ml, ns carrier 1000 ml. Harm: no detectable harm.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that sec tubing drip rate was running fast. The following information was provided by the initial reporter: material no.: 72213n lot no.: 20015297. It was reported the medication was hung as a secondary and it was noted the drip rate was running fast. (B)(6): rn hung vancomycin as a secondary and noted drip rate was running fast. Rn asked another rn to visualize and they both agreed that IV medication was started and hung correctly but drip rate was extremely fast (not 200ml/hr as ordered). IV medication stopped and patient's PICC was flushed easily. Possibly medication could have been back priming in to carrier fluid bag, but unable to be sure. What was the date and time of event? (B)(6) 2020 @1250 what facility did this occur at? Pvh did this event occur during patient use? Yes are you able to provide serial numbers of the devices involved? Pcu sn# (B)(4), lvp sn# (B)(4) are you able to send the devices in for investigation? Yes are you able to send the tubing involved for investigation? Yes medication involved: normal saline and vancomycin size of container: vancomycin 200ml, ns carrier 1000 ml harm: no detectable harm